Event description:
The customer reported significant loss of adhesive around the image lens during service/maintenance involving an olympus ultrasound gastrovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around the light guide (lg) lens has peeled, peeling of the acoustic lens, and the acoustic lens was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.